Event description:
Account alleged no head up function, electrically or manually. No incident was reported as a result of this issue. Account stated she replaced the head up valve to resolve this issue.